Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Affected channels were noticed during in situ measurements and hearing performance is affected. The user has been re-implanted.

Event description:
Affected channels were noticed during in situ measurements and hearing performance is affected. Revision surgery will be performed in (B)(6) 2024 or (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.